Manufacturer narrative:
Date sent to FDA: 6/16/2020. Additional narrative: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted.

Manufacturer narrative:
Date sent to FDA: 6/18/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Surgical intervention; (B)(4). Pain occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that they have experienced constant groin pain and probable nerve damage which also effects hip, buttock, and thigh. The patient reports having seven operations so far to try and rectify the pain but believes it is now permanent. The mesh has been removed in four different parts since the date of insertion. No additional information has been provided.